Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are cutting their mouth and causing pain. They will attempt to file the aligner. Patient also reported mobility concerns. Educated patient on mobility and requested video and additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.